Event description:
This pt had a 2.75 x 18mm cypher select stent implanted in the proximal lad in 2006 (pre-cristal) details regarding the vessel/lesion and procedural are not available. The pt presented in 2007, with instent restenosis and was enrolled in the study. The restenosis was treated with balloon angioplasty only. The pt was re-hospitalized two days later for chest pain. An ECG was performed but there was no abnormality. The treatment was only medication (anti-anginal).

Manufacturer narrative:
The product is not available for analysis. Additionally, the sterile lot number is not known. No further analysis can be performed for complaints reported without a lot number and for which the associated products will not be returned. In-stent restenosis is a known potential outcome of coronary stenting and is multi-factorial in etiology. Subsequent stent blockage may require repeat dilation of the stent area. Well-known predictors associated with a higher rate of restenosis following stent implantation include pt factors such as sex, prior history of restenosis, diabetes, hyperlipidemia, hypertension, unstable angina, vasospastic angina, renal disease, and smoking; procedural factors such as device-to-artery ratio, presence of significant residual gradient, significant residual stenosis, and the extent of dissection; and angiographic factors such as the size of the reference vessel, severity of the stenosis, presence of calcium, eccentric lesions, saphenous vein graft location, ostial or proximal lesion location, and left anterior descending lesion location, as well as chronic total occlusion and long lesions. There is no evidence to suggest that this event is related to a manufacturing issue or device defect. There are multiple patient, vessel, lesion, procedural, and pharmacological factors that may contribute to restenosis. Cypher select product is not distributed in the us; however, it is similar to us distributed cypher product.